Event description:
It was reported that a patient had a profound anaphylactic reaction immediately post insertion of a PICC. She became flushed, tachycardic, urticarial rash over trunk and legs, swollen eyes and complained of tingling in her mouth and tightness in her throat. She had no local signs at the site of insertion. She was given antihistamines and steroids and the PICC was removed. When patient was seen later that day, she had recovered except for puffy eyes. She has no previous history of allergies. The only suspect allergens would be chlorhexidine, lidocaine, latex and the PICC. PICC insertion procedure.

Manufacturer narrative:
The complaint of an allergic reaction is inconclusive due to the nature of the complaint. The reported incident cannot be replicated. The returned complaint sample was apparently used. Blood residue was visible on the d/l tubing and non-bas needleless injection caps were attached to the connectors. No defects related to the manufacturing process were noted on the complaint sample. The exact cause of the reported incident is unknown. A chr of lot #retl0215 showed no other similar product complaint(s) from this lot number.